Event description:
The customer reports that a sample from the emergency room generated an architect stat troponin-I assay falsely elevated result of 0.3 ng/ml on architect i2000sr analyzer serial number (B)(4). A second sample ((B)(6)) was drawn six hours later and generated a negative result (less than 0.04 ng/ml) on architect i2000sr analyzer serial number (B)(4). A third sample ((B)(6)) was also drawn and generated a result of 0.11 ng/ml on architect i2000sr analyzer serial number (B)(4). All results were reported from the lab. The customer then pulled all three samples and poured off the plasma and processed the samples in a microcentrifuge. Afterwards, all three samples were retested with the architect stat troponin-I assay on both architect i2000sr analyzers and all results were negative. The customer sent corrected reports to the emergency room. A cardiologist then contacted the lab stating that it was not possible for troponin-I results to change and that he was taking the patient to the cardiac catheterization lab for a procedure. There is no further impact to this patient reported. The customer uses the following criteria for this assay: if the result is less than 0.04 ng/ml, the result is classified as negative. If the result is 0.04 to 0.39 ng/ml, additional samples are drawn six and twelve hours later. If the result is greater than 0.39 ng/ml, the result is classified as positive.

Manufacturer narrative:
To evaluate the assay performance, an internal troponin-I panel was tested with architect stat troponin-I reagent lot 09423un11 (all of the materials utilized in testing were in-hose stored and maintained materials). The troponin-I panel is made from human plasma with targeted concentrations. All panel results were within specification, demonstrating that the assay can accurately detect a known concentration of troponin-I. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect stat troponin-I assay package insert contains information to address the customer's current issue. Based on the current investigation, it was concluded that the architect stat troponin-I assay is performing acceptably. A product deficiency was not identified. Patient medical history: hypertension, gastric esophageal reflux disease, myocardail infarction, diabetes mellitus, coronary artery disease, cll (in remission) and peripheral neuropathy. Medications: morphine, pepcid, avelox, ismo, lasix, lopressor, plavix, benedryl, zofran, catapres, hydromorphone hydrochloride, lantus, and lisinopril.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. Patient problem: no known impact or consequence to patient (B)(4). Device problem: high readings (B)(4).